Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. The receiver will not boot and charge. Pairing with nordic bluetooth device: passed. Transmitter functional test: passed. The receiver log showed a loss of connection. The complaint was confirmed because a connection loss was observed during the log review. The reported event of a loss of connection was confirmed. The root cause could not be determined.